Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation was unable to determine a conclusive cause for the reported balloon rupture. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported the 2.75 x 8mm nc trek neo rx was to be used in the proximal left anterior descending (plad) lesion. The device was inflated for 6 seconds, but ruptured at 8 atmospheres (atm) during the first inflation. Therefore, the device was removed and a nc euphora of the same size was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.